Manufacturer narrative:
The field engineering specialist determined that the root cause was due to contamination caused by a screw that was found in the reaction bath. He also found a small pinhole in one of the rinse cell tubes. He removed the screw and replaced the damaged tubing. He performed successful precision testing. Calibration and qc testing passed. The issue was resolved by the service activities performed. No further issues were reported following the service visit.

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 results for 3 patients tested on a cobas 8000 c 702 module. From the data provided, the glucose results for 1 patient were discrepant. The patient's initial glucose result was around 1500 mg/dl with a repeat result of 90 mg/dl. The customer did not know if the high result had a data flag. The result in question was not reported outside of the laboratory. The glucose reagent lot was requested but was not provided.